Event description:
Spo2 cord/s have been found to fray easily with areas of varying damage. The ease in which these cords fray makes it difficult to identify damage immediately which poses concerns about their reliability in function and the obvious potential for negative patient impact. Additionally, any variation of damage related to fraying of these cords renders them unsanitary, cannot be properly cleaned, and pose a possible infection risk.